Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 16dec2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer latch was broken. A field service engineer replaced the broken u-link on plunger to resolve the issue. The system functioned as intended after the field service engineer repaired the device. Additionally, the engineer verified that there was a delay in dispensing medication to the patient. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es matrix drawer latch failed to open. A pin connected to the latch mechanism had broken, preventing the drawer from opening when nursing staff attempted to access the medication. There were no adverse events or injuries reported based on this event.